Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 566 mg/dl. It was stated that the customer tripped on a stool and fell at home. It was stated that the customer was taken to the emergency room, and she wore the insulin pump during xray and CT scans. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the alarm history, and found multiple no delivery alarms. The caller stated that the customer conducted troubleshooting with her diabetes educator and was told that the insulin pump should be replaced. Advised the customer that the insulin pump would be replaced. Nothing further was reported.